Manufacturer narrative:
(B)(6). The manufacturing location was unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the o-ring came off of the attachment device and was damaged during cleaning. The event did not occur during surgery. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jan 16, 2014. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the o-ring was missing between the turn knob and bushing. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be most likely due to wear on components from repeated sterilization and normal use over time.